Event description:
The account reported the side rail is broken and will not latch. The bed was located in a pt room at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech investigated and found the left head side rail cover popped off causing the side rail not to latch. The most likely cause is normal wear and tear. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech put the left head side rail cover back to place to resolve the issue. Based on this info, no further action is required.